Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 15 months post xience v stent implantation in the distal circumflex (dcx), the patient experienced unstable angina relieved by nitroglycerin. On (B)(6) 2010, the patient was taken to the cardiac catheterization lab and was found to have a 90% occlusion beyond the previously stented lesion. The occlusion was stented with a non-abbott drug eluting stent. There was no adverse patient sequela and on (B)(6) 2010, the event resolved and the patient was discharged. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.